Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and that the pump battery was depleting quickly. It was also reported that customer's "a1c has been rising due to inaccurate deliveries", customer declined follow up so exact issue could not be clarified. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was not provided. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.